Event description:
Customer reported obtaining a blood glucose result of 130 mg/dl on the advantage system back to back with a result of 26 mg/dl on a healthcare professional's meter. Quality controls were expired. No adverse event reported due to discrepant results. A request was made for return of the suspect product and a replacement was sent.